Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had absence of occlusion alarm. The customer's blood glucose value was unknown. Customer stated that insulin pump loaded and then the plunger not push out the insulin. Customer stated insulin was partially. Customer stated that during priming process it occurred. Customer was unable to perform insulin pump troubleshooting. Customer stated they was unable to figure out what happened or any alarms. The insulin pump will not be returned for analysis.